Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log files contained events associated with device implant and appeared to show the pump operating as intended. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal dysfunction, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported on (B)(6) 2026 that the patient passed away on (B)(6) 2026 due to chronic blood loss due to ongoing gastrointestinal bleed, acute kidney injury, and heart failure. It was said that outcome was not device or therapy related and that the device was within normal parameters at the time of the event.